Event description:
Complainant alleged that during set up the device inappropriately powered up at 200 joules with internal handles attached. The complainant indicated that there was no patient involvement in the reported failure.